Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the self test. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the self-test failed. The rse evaluated the device. The customer was instructed to re-run the self-test and the device was functioning normally. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there is insufficient information to confirm the cause of the reported problem. However, the reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer re-ran the self-test to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.